Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. The mitral valve insufficiency/regurgitation appears to be due to the slda. Mitral regurgitation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detached from one leaflet and the mr increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2022 the patient returned and it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increase to 4. Treatment will be performed at a later date. No additional information was provided.